Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl. The customer expressed no symptoms related to her high blood glucose levels. The customer stated that she does not have a back-up plan. The customer stated she did not know how to calculate for a bolus manually. Troubleshooting was done. Customer stated that she saw some bubbles in the tubing. Customer stated that the bubbles were clustered and the size of champagne bubbles. Customer found that bubbles were also in the reservoir. Troubleshooting for bubbles was done. Advised customer to store insulin at room temperature. Customer was unable to complete troubleshooting for high blood glucose levels and stated that she would call back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).